Event description:
It was reported the patient was unable to adjust the stimulation on either side of the bilateral dbs system. The patient had fallen on his hip 3 days prior, but had not experienced any return of symptoms. Additional information has been requested. See also MFR report #3004209178201000613.

Manufacturer narrative:
(B) (4).